Event description:
It was reported that "it was unable to pace during use." No patient complications or injury was reported.

Manufacturer narrative:
One bipolar pacing catheter with attached monoject 1.3 cc limited volume syringe was returned for evaluation. No visible damage or defect to the catheter body, balloon, windings, or returned syringe was observed. The balloon inflated clear and concentric with 1.3 cc air and remained inflated for 5 minutes without leakage. Continuity testing confirmed a full open condition of the distal electrode. The proximal electrode circuit was found to be continuous. A cut down of the catheter body was performed just proximal of the proximal electrode to expose the pacing lead wires. The distal lead wire was found to be broken at 0.3" (or 0.75 cm) proximal from the proximal electrode. Balloon inflation test was performed using returned syringe with 1.3 cc air by holding the balloon under water. Visual examination was performed under microscope at 20x magnification. The length was measured with lab scale and lab microscope at 10x magnification. A device history record review was completed and documented that the device met all specifications upon distribution. The customer report of pacing difficulty was confirmed during the evaluation. An investigation has been initiated to determine the root cause and implement any necessary corrective actions.